Event description:
I was sent to a urogynecology doctor, for a prolapsed bladder. I was asked to partake in a double blind study. I was told that the study would either be a manmade mesh or a pigskin mesh. I was also explained that if I didn't want to be apart of the study then, the manmade material would be inserted into my body using a robotic de vinci machine. I was uncertain and told the doctor that I would get back to him in regards to my answer. I was called by a researcher who was involved with this study and she assured me that I would actually benefit if I decided to go along with this "clinical trial" "randomised controlled trial comparing acellular collagen biomesh [pelvisoft] to polypropylene mesh [pelvitex] for sacral colpopexy. She said that I would have 5 [five] appointments with the doctor as they would be watching for any positive or negative situations .2 wks. Post-op, -6 wks.-, 12 wks., 6 months, and 1 yr. My severe pain started two and a half months after the mesh was placed inside of me. The dr. Told me I was only having surgical pain. I continued to have a ripping, tearing sensation on the right lower quadrant area in my pelvic region. When I explained this to the dr. At each visit he told me that it would subside. I tried returning to work but could only work two or three days a week as walking or sitting caused severe pain. At the anniversary of my year appt came I explained to the researcher that I was in so much pain and that I was bleeding on and off all of the time. She told me to tell the dr and he said that I should have a cat-scan the next time I started to bleed. That day I also found out that the mesh placed inside me was polypropylene mesh. (B)(4). I was rushed to the emergency room (B)(6) 2009 - (B)(6) 2009 where then the dr who performed my mesh surgery, coldly stated I don't know what's going on but I can assure you it is not your mesh. I was unable to perform any of my normal day to day lifestyle. I was fitness instructor, a cancer exercise specialist. I could not drive, go food shopping, have sexual relations with my husband of 30 yrs. This terrible mesh needs to be taken off the market. The dr told my husband and I that "he could take the mesh out" but said it wasn't the mesh. Finally after many doctors, many tests, I recently had this foul mesh removed totally by a dr who said why didn't the doctor just remove the mesh? That's the million dollar question. I am three weeks post-op, and I must tell you that twenty-four hours after this mesh was removed from my body, I no longer had that terrible-terrible pain that I had for almost two and a half years. I am now thankfully being detoxed off the poison pain medication that I was forced to take for the last 15 months. I will also be filing formal complaints against the doctor and the agencies involved. Praise god there are doctors that still hold true to their oath to "do no harm". Dates of use: (B)(6)2008 - (B)(6)2010. Diagnosis or reason for use: mesh was finally removed. Event abated after use stopped or dose reduced?: yes. Bard mesh implanted (B)(6) 2008/ under a randomized controlled trial comparing acellular collagen biomesh [pelvisoft] to polypropylene mesh [pelvitex] for sacral colpopexy. (B)(6), (B)(4). Product used manmade mesh. Polypropylene mesh.